Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: h10 of previous report was incorrect a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented with an infection in the pectoral area. The system, involving a pacemaker, an atrial lead, and a ventricular lead, were explanted on (B)(6) 2021 and re-sterilized. The system was re-implanted on (B)(6) 2021. During re-implant, the ventricular lead impedance was below range. A new lead was used. The patient was stable. Related manufacturer reference number: 2017865-2021-38597. Related manufacturer reference number: 2017865-2021-38605.